Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd preset¿ arterial blood collection syringe leaked blood during use. The following information was provided by the initial reporter: on (B)(6) 2019, during use, the customer found 1ea abg blood leaked at the lure adapter. Immediately after the replacement of new products, normal blood collection.